Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one catheter was removed because the balloon burst three times. On the third insertion the patient experienced pain and a little bit of blood. During pre-test no abnormalities were observed before insertion. The balloons were properly sealed and there was no leak. The patient did not complain when the balloons were inflated after each catheter insertion. The devices were properly in the bladder.

Event description:
It was reported that one catheter was removed because the balloon burst three times. On the third insertion the patient experienced pain and a little bit of blood. During pre-test no abnormalities were observed before insertion. The balloons were properly sealed and there was no leak. The patient did not complain when the balloons were inflated after each catheter insertion. The devices were properly in the bladder.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation, only a photo was provided; therefore, no physical investigation could be conducted. In the absence of any act ual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.